Event description:
It was reported that the device battery had premature depletion possibly due to the atrial lead undersensing atrial fibrillation which caused the auto threshold to increase to max output. Therefore, the device was removed and replaced with a new device and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2009. (B)(4).